Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked with mfg report number: 3004608878-2020-00379.

Event description:
This is 2 of 2 reports. A customer reported that the a2101 mayfield ultra base unit was not allowing the attachment to fit in the clamp. There was no known patient involvement or surgery delay.

Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. The device history record (DHR) review cannot be performed since no lot number or serial number was provided during the complaint investigation. Visual inspection and the investigation of the device confirmed the reported condition. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The unit received with the base handle was closed without 6in transitional installed and deformed hole. Unit received without the 6in transitional member; shock cushion is worn. Adjustment wrench has worn threads. The observed condition is likely caused by improperly handling /wear and tear of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.